Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete, a supplemental report will be filed.

Event description:
It was reported that a hole was found on the outside package prior to use.

Event description:
It was reported that a hole was found on the outside package prior to use.

Manufacturer narrative:
The reported issue was confirmed. The device was returned for evaluation. Visual inspection found a small hole at the back of the returned package. However, the exact cause of how and when the problem occurred could not be determined. The potential root cause for this failure mode could be user related (eg: rough handling of package), exposure to sharp object or shipping or transfer damage. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The instructions for use were found adequate and state the following: ¿malfunction and adverse events 1) malfunction. - catheter kinking, damage, rupture. - difficulty or failure to remove the device. - occlusion of catheter inner lumens. - encrustation. - accidental removal of the device due to leakage of sterile water or balloon rupture - device damage due to inappropriate use. 2) adverse events. - urinary-tract infection. - hemorrhage, hematuria. - allergy reaction to the device. - calculus formation. - edema. - pain. - discomfort. - injury of bladder or urethral. - urethritis, urinary incontinence. - retained balloon fragments. [Storage method and expiration date]. 1. Storage. Store in a dry, cool place away from heat, moisture, and direct sunlight. 2. Expiration date. Indicated on the direct package and the outer box.". H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.